Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number: (B)(4). Event occurred in spain. It was reported that the patient experienced that there was blockage located in the tubing on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.